Manufacturer narrative:
(B)(). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is meant by misfired? Did device fire malformed clip? Did device fire scissored clip? Did device not fire clip at all? Did clip cut duct? If so, what shape was clip that cut duct? Or did jaws of device cut duct? Did bile duct leak when cut? Was leak controlled during procedure with new el5ml?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was clipping the cystic duct and misfired. The circulator thinks it was the first firing. It put a hole in the cystic duct. The surgeon then used another ligamax and clipped above the hole and it worked fine to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Batch # m91a0x. The analysis results found that the el5ml device was returned partially cycled with no clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. In addition the device locked out as intended; however, the orange indicator wheel did not show up as intended. No conclusion could be reached as to what may have caused the reported incident and the orange indicator wheel failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.